Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that in 2014 patient's leads and battery were replaced. It was noted that the battery replacement in 2014 was that it was no longer functioning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's battery was the larger one and compressed or pressed on the nerves on their right side or something causing pain in their hip that was horrible and getting worse. Patient mentioned the bladder symptoms were controlled well. Patient stated that healthcare professional (hcp) said the ins location needed to be revised to the other side but patient requested a smaller ins to be placed in which the hcp agreed to. The larger ins was removed and a new smaller ins was placed on the left side. No further complications were reported.